Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis with (B)(6) in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced (B)(6) from an unknown cause. It was not reported whether the patient was hospitalized or whether remedial therapy was administered. It was not reported whether the event of (B)(6) resolved or whether dianeal pd2 ultrabag or extraneal viaflex therapies were ongoing. The nurse stated that the event of (B)(6) was not related to dianeal pd2 ultrabag and extraneal viaflex therapies.